Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was blocked. Customer's blood glucose was 150 mg/dl. Cartridge change was performed resolving the issue.